Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an occlusion alarm. During system check with tandem technical support, the cause for the occlusion alarm could not be determined. Customer loaded a new cartridge, changed the infusion set, and resumed insulin delivery successfully. Customer's blood glucose was 146 mg/dl.